Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip wouldn't flush. From the start, the water would not flush properly to clear the lens. They tried several times but the fluid wasn¿t making it out to the c ring and was just dribbling out from somewhere around the light/camera. A new device was used to complete the procedure. There was no patient harm. There was no delay.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip wouldn't flush. From the start, the water would not flush properly to clear the lens. They tried several times but the fluid wasn¿t making it out to the c ring and was just dribbling out from somewhere around the light/camera. A new device was used to complete the procedure. There was a 5 minute delay when investigating why the c ring would not flush and obtaining a new kit. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/22/2025. An investigation was conducted on 01/30/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The scope wash system was evaluated by passing a syringe full of tap water through the scope wash delivery tube. The water exited through the cannula in a normal stream. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000424853 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.